Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. No accessories were returned with the device. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not deliver a shock of 360 joules when requested. The reported issue was observed during testing; there was no patient use associated with the reported event.